Event description:
During revision surgery on right knee attending surgeon attempted to remove a pre-existing screw. The tip of the screw driver broke off in the head of the screw. Surgeon determined that it was in patient's best interest to not attempt further removal of screw. Wound copiously irrigated. X-ray taken per protocol and read as negative for additional foreign bodies by radiology. Attending surgeon spoke with radiologist. Broken driver removed from field.